Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that approximately one month following a cataract surgery with an intraocular lens implantation, the patient was admitted to the hospital for eye redness, blurry vision, photophobia and tearing for 8 hours. At the time the vision was 0.3 (20/63) and endophthalmitis is suspected. Additional information has been requested.